Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a period of hyperglycemia during which insulin dosing was suspended due to insulin occlusion alerts, and two meal announcements were delivered when insulin delivery resumed. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure to address an insulin occlusion alert, which led to hyperglycemia and increased correction insulin once dosing resumed, increasing the risk of hypoglycemia. In addition, the user announced two meals during this period of hyperglycemia, likely as an attempt to receive additional correction insulin, further increasing the risk of hypoglycemia.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 8/22/24. On (B)(6) 2024, the user experienced a low bg event resulting in loss of consciousness. During the event, the user was treated with a cookie and sugar water by their son. Ems was called but did not provide treatment. The user's dexcom g7 continuous glucose monitor (cgm) was not functioning, and they had already contacted dexcom for a replacement. The user reported their bg reading was low (<40 mg/dl).